Event description:
Patient was revised to address disassociation of the locking ring from the self-centering cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.